Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event due to respiratory rate trend (rrt) oversensing on the right ventricular (rv) lead. Reportedly, the rv pacing impedance has been alternating between 530 ohms and 1750 ohms. Subsequently, the tachy therapy has been programmed off due to a suspect rv lead fracture and has been referred to a lead extraction specialist, as the rv lead is over 19 years old. Technical services reviewed the case and suspected a spring connector issue that is leading to the mentioned alternating impedances, but could not discard the potential lead fracture mentioned. Non-physiological noise was seen in the electrogram, not oversensed. Further information received from the sales representative states that the physician's staff was planning to arrange for the patient's ICD to be reprogrammed. Both this patient's ICD and rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event due to respiratory rate trend (rrt) oversensing on the right ventricular (rv) lead. Reportedly, the rv pacing impedance has been alternating between 530 ohms and 1750 ohms. Subsequently, the tachy therapy has been programmed off due to a suspect rv lead fracture and has been referred to a lead extraction specialist, as the rv lead is over 19 years old. Technical services reviewed the case and suspected a spring connector issue that is leading to the mentioned alternating impedances, but could not discard the potential lead fracture mentioned. Non-physiological noise was seen in the electrogram, not oversensed. Further information received from the sales representative states that the physician's staff was planning to arrange for the patient's ICD to be reprogrammed. Both this patient's ICD and rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.